Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported device entanglement could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a 3d mapping procedure a catheter entanglement occurred. Nearing the end of the case, as the catheters were being removed, the advisor hd grid catheter was stuck. The catheters were checked under fluoroscopy and it appeared that the advisor hd grid catheter became entangled with the cs catheter when it was being removed. To resolve the issue the cs catheter was removed first and then the advisor hd grid catheter was removed with no further resistance. No intervention was required and there were no adverse patient consequences.